Event description:
Valiant grafts were implanted during endovascular treatment. It was reported approximately 10 years post the index procedure CT identified an endoleak 40mm distal to the proximal device located at overlapped device which was considered to be a possible type iiia endoleak. Future treatment was planned but was cancelled due to laboratory test results showing an elevated white blood cell count. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf3838c150tu, serial/lot #: (B)(6), ubd: 16-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.